Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Event description:
Customer reported being hospitalized for high blood glucose levels. Symptoms of customer's high blood glucose included nausea, light headedness and vomiting. Customer's blood glucose at the time of emergency room visit was 598 mg/dl.